Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient visited his primary care physician, and he was told he may have systemic skin reaction to the sensor patch that has spread all over his body. His doctor prescribed topical betamethasone ointment. There was no further testing, nor treatment. Patient was not hospitalized. He was advised to stop using the sensor if the reaction does not go away. There was no documentation of medical intervention. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).